Event description:
It was reported right tha performed. Subsequently developed pain, and elevated cobalt levels. Revision of right tha performed 7 years post implantation. Surgeon noted tissue damage due altr, corrosion. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: on (B)(6) 2018, the patient had pain and was tested negative for infection. There was cloudy fuild when pseudocapsule entered and appeared to be under tension. Corrosion was visible on the trunnion and the inner surface on the head. There was soft tissue destruction and debridement performed. Lab tests for elevated ions were performed on (B)(6) 2018 and identified elevated cobalt ions. The lock ring was damaged. Poly and head were exchanged. The lock ring was bent during tech evaluation. However, it is unknown if the damage was during removal or prior to that. Additional information does not change the root cause of previous investigation. Root cause remain unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 02925.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection shows that the conical taper exhibited dark debris and a thread-like pattern. The product identifiers were determined to be conforming to print specifications. Sem analysis identified deposits on the chamfer and taper surface in circumferential bands, likely due to collection of debris in the imprinted grooves left from the surface texture. Quantitative eds analysis identified combinations of biological materials as well as elevated levers of cr, mo, and o, potential evidence of corrosion products. Titanium was also identified, likely transfer from the stem taper. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices - m / l taper femoral stem # item 00771101020 lot 61729268. Offset liner # item 00630505036 lot 61771168. Porous shell # item 00620005422 lot 61820790. Bone screw # item 00625006525 lot 61760567/61836031. Report source - (B)(6) - dr. (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised approximately seven years post initial surgery due to pain and elevated metal ion levels. Poly liner, trilogy cup ring and head were revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No new reportable information received.